Event description:
It was reported that an access set leaked blood. This occurred during disconnection of an unknown 3cc syringe and insertion of a 24 gauge catheter into the patient. The customer indicated that the ¿luer lock is stiff, is hard to access and the syringe bounces off¿. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Age of patient is unknown; however it is know that the event occurred in the neonatal unit. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.